Manufacturer narrative:
It was reported by the hospital contact that the deltaplush cerecyte 2mmx3cm (cpl10020330/c25185) was not advanced from the sheath. The physician used another same size coil (details unknown) and the procedure was successfully done. The product will be returned for analysis. No additional information available. As viewed through the returned packaging the coil was found to have been advanced outside the distal tip of the green introducer sheath. After removal from the packaging, the coil was found to have been fully advanced outside the sheath. The proximal section of the coil has been damaged. The circumstances of how and when the exposed and unprotected coil was damaged cannot be determined. The remainder of the coil is undamaged. The resheathing tool has been fractured at the v notch. The locking mechanism has compression and starching damage. No manufacturing defects were found. Directly from the complaint, ¿it was reported by the hospital contact that the deltaplush cerecyte 2mmx3cm (cpl10020330/c25185) was not advanced from the sheath¿¿ however, upon receipt, it was found that the coil was fully advanced outside the introducer sheath, therefore while the root cause of the coils inability to be advanced outside the sheath cannot be determined, a possible contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have prevented the coil from initially advancing outside the sheath, however the coil was found fully advanced outside the sheath upon receipt. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determine if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: another same size coil (details unknown).

Event description:
It was reported by the hospital contact that the deltaplush cerecyte 2mmx3cm (cpl10020330/c25185) was not advanced from the sheath. The physician used another same size coil (details unknown) and the procedure was successfully done. The product will be returned for analysis. No additional information available.

Manufacturer narrative:
(B)(4).